Event description:
It was reported that a user experienced episodes of hyperglycemia and hypoglycemia while using the ilet, with a documented highest blood glucose of 324 mg/dl and a lowest blood glucose of 53 mg/dl, and with hyperglycemia lasting approximately eight hours; the user reported not always announcing meals, the device did not alert for highs, and it alerted for lows. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device-reported glucose data. Investigation of this case revealed no device alarms for high glucose and appropriate low-glucose alerts, with correction delivered by the control algorithm for highs and oral glucose used for lows; no device component malfunction was identified and the cause of the hyperglycemia remained unclear, with user meal announcement behavior noted as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance. This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.